Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.

Event description:
It was reported that the pt had a durom cup implanted and now needs a revision. The revision is scheduled to be done.